Manufacturer narrative:
Pro code: jey. The manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of both flexible shafts were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard for nitinol, 55ni-45ti. No product fault could be detected. We suppose that the reamer heads either came in contact with a metallic part or that they were not clicked on accordingly onto the flexible shaft. This has lead to the deformation of both flexible shafts. We do suppose that simply too much mechanical force, possibly hard bone, well beyond its calculated design was applied during the surgery which caused these damages. Note that both reamer heads are also broken off too.

Event description:
A device report from (B)(6) indicated a hospital in france reported: patient implanted with dcp plate and screws on (B)(6) 2012. Patient returned to surgeon in (B)(6) 2012 with complaint of pain. X-rays showed the plate was broken in the middle. Patient was returned to o.r. On (B)(6) 2012, the plate was removed. Patient revised to competitors nail. It was noted delayed union; the loading was realized 2 months later after the osteosynthesis.

Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.